Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention to replace the ipg (reference MFR. Report:1627487-2015-07413) and during the procedure it was determined a visible fracture was present in the lead body. As a result the lead was explanted and a new lead was implanted. The patient is receiving effective stimulation.